Manufacturer narrative:
Investigation: visual inspection revealed no non conformities with the returned device. The device was very bloody. A functional test was conducted to determine if there are any mechanical failures. The knob was tightened to lock the flex link arm in place. Upon doing so, it was observed that the knob was not tightening smoothly and did not allow the flex link arm to be stabilized. Based upon these findings, the reported complaint "arm would not tighten" was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure,the acrobat-I stabilizer arm would not tighten. The reporter clarified that the flex link arm would not stabilize. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned.